Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus engineer went on site and found everything was working at the moment, tried to download error logs but failed to be able to do so. The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had intermittent image cuts and only the test pattern appeared on the screen. The customer reversed the controllers and cameras but the issue persisted. The issue occurred during a procedure. There were no reports of patient harm.